Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called and reported the insulin pump was consistently alarming with no delivery. It was stated that customer had previously completed troubleshooting and refused to troubleshoot further. The customer had not tried different cannula lengths. Customer did not rotate sites or avoid scar tissue. The customer was also not using the serter device according to instructions for use. The customer had not tried all remedies. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.